Event description:
If was reported that the patient presented for a pacemaker change out procedure. During the procedure, the setscrew on the atrial port of the explanted pacemaker was stripped. The physician was able to manipulate the atrial setscrew enough to free the lead from the device header. The device was replaced successfully, and the patient did not experience any adverse even before, during and after the procedure.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.